Event description:
Hcp reports the patient presented in 2006 with signs of infection that included swelling, pain and minimal drainage one week after implant. The patient does not have meningitis and perioperative antibiotics were administered. The primary location of the reported infection was the ins lead track. Results of cultures obtained from the lumbar region revealed the causative organism was mrsa. IV antibiotics were administered and total device system explant was performed. The manufacturer has not received product for analysis. The physician reports the infection has resolved. Patient risk factors prior to implantation of the device are unk.